Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device entrapment occurred and the procedure was canceled. The 90-95% stenosed target lesion area was located in a moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and rotawire were selected for use in a percutaneous transluminal coronary angioplasty after ablation had been performed with a 1.25mm rotablator burr. It was noted that the rotawire and burr became stuck inside the guide catheter. The burr and rotawire were unable to be separated and were taken out of the guide catheter. The procedure was canceled and the patient posted for intravascular lithotripsy after two weeks. No patient complications reported. However, it was further reported that the patient was sedated locally.

Event description:
It was reported that device entrapment occurred and the procedure was canceled. The 90-95% stenosed target lesion area was located in a moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and rotawire were selected for use in a percutaneous transluminal coronary angioplasty after ablation had been performed with a 1.25mm rotablator burr. It was noted that the rotawire and burr became stuck inside the guide catheter. The burr and rotawire were unable to be separated and were taken out of the guide catheter. The procedure was canceled and the patient posted for intravascular lithotripsy after two weeks. No patient complications reported. However, it was further reported that the patient was locally sedated.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the rotawire was able to be removed from the rotablator plus device with resistance due to numerous wire kinks. There are numerous kinks along the body of the wire. The wire was received with fibrous fm wound around the floppy tip. The floppy tip is stretched. Dimensional inspection revealed that the components were within specification.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device entrapment occurred and the procedure was canceled. The 90-95% stenosed target lesion area was located in a moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus and rotawire were selected for use in a percutaneous transluminal coronary angioplasty after ablation had been performed with a 1.25mm rotablator burr. It was noted that the rotawire and burr became stuck inside the guide catheter. The burr and rotawire were unable to be separated and were taken out of the guide catheter. The procedure was canceled and the patient posted for intravascular lithotripsy after two weeks. No patient complications reported.